Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was no longer getting adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.